Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was poor barrier separation of the sample and clotting. The following information was provided by the initial reporter. The customer stated: "some of these tubes (only lot 2165717) coagulate after centrifugation, sometimes several times. In addition, the separator does not separate the components as clearly as usual after centrifugation.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and poor barrier separation was not observed. Bd was unable to duplicate the customer¿s indicated failures, clotting and poor barrier, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for complaint visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. This complaint has not been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was poor barrier separation of the sample and clotting. The following information was provided by the initial reporter. The customer stated: "some of these tubes (only lot 2165717) coagulate after centrifugation, sometimes several times. In addition, the separator does not separate the components as clearly as usual after centrifugation."